Event description:
It was reported that the doctor states that patient had his most recent revision approximately four years ago and his artificial urinary sphincter (aus) was working well until it recently stopped working completely. The doctor removed the entire aus and found that the balloon had a very large hole in it. All aus components were explanted and a new 4.0 cm cuff, a 61-70cm h2o balloon, and a new control pump were implanted. The explanted items will not be returned to boston scientific. There were no known complications during this surgery. There is no more information available.